Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site as it was reported to be moderately calcified and concentric. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the 8.0x20mm fox cross balloon ruptured at 8 atmospheres (atm), below rated burst pressure, after 15 seconds during the first inflation in the mildly tortuous, moderately calcified, concentric, de novo, 90% stenosed lesion in the common iliac artery. There was no reported adverse patient effect. The lesion was further dilated with a non-abbot 8.0 x 40 mm balloon and a non-abbott 8.0 x 60 mm stent was implanted. There was no significant delay in the procedure reported. There was no reported adverse patient effect. Though requested, there was no additional information provided.